Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. It was reported that the sheath size was 8.5f with only one device used. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of one device and no pre-close procedure would not have contributed to the reported difficulties advancing the knot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left femoral vein was attempted using a proglide device with a 8.5f sheath after an interventional electrophysiology ablation procedure. Reportedly, the regular suture trimmer was attempted but was unsuccessful; therefore, the snare knot pusher was attempted; however, the operator could not manipulate into the tissue tract and as a result, the knot could not be advanced all the way down. Hemostasis was achieved with a non-abbott device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.